Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the physician positioned the right atrial (ra) lead as they usually do with the helix retracted and was not able to get any sensing readings for mapping purposes. The physician was not comfortable using a lead that appeared to be undersensing and asked for a new lead. The new lead was utilized in the same manner. The physician was able to get sensing of the p-wave in retracted helix position with the new ra lead. The lead was implanted and remains in use. No patient complications have been reported as a result of this event.